Manufacturer narrative:
Additional information: upon review of event code classification it was found that this should be prime/tune issue since the event occurred during setup/calibration. Prime/tune issue is not a reportable malfunction. The initial decision to report was incorrect resulting in the initial report being submitted in error. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece lacked ultrasounds during setup/calibration. There was no patient involvement.